Manufacturer narrative:
Medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the suture wing attached to a patient. It was reported that there was a securement wing issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient¿s head was turned during dialysis treatment, the securement wing was still attached to the skin via suture and the stiches were still holding but the catheter was dislodged from the securement wing. It was stated that the catheter was not migrated from the patient's body. Catheter was not used despite the issue, instead, a new catheter was reinserted to complete the procedure. Flushing was done prior to use of the device and has no blockage. It was stated that the ring of the suture wing was not broken and no unnecessary movements or anything happened that might have contributed on the event. Steri prep was the cleaning agent used on the device and on the insertion site. Tego was utilized. There was no blood loss. The catheter was not repaired, there was no leak and no luer adapter issue. There was no damage or defects noted on the catheter and nothing unusual observed on the device prior to use. No other products being utilized on the device prior to use. There was no patient injury.